Event description:
Customer reported a past event of low blood glucose, with the specific low value unknown but indicated as "low." Low bg cause was not known. Customer consumed carbohydrates and received assistance from a doctor, who provided juice and milk. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels.